Event description:
It was reported that the ilet pump did not hold a charge despite using multiple outlets and chargers, with the charger showing a solid light and the pump continuing to lose battery; the user temporarily restored charging after disconnecting for a period, and a replacement pump was arranged, consistent with a premature battery discharge related to the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an energy storage system problem localized to the battery, consistent with premature battery discharge. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.